Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window damage. Pictures were taken. Receiver charge and boot tests were performed and passed. A manual sound test was performed and failed as the audio was low. Functional tests were performed and passed. An internal visual inspection was performed and failed due to foreign object damage. Pictures were taken. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An exterior visual inspection was performed and failed due to window damage. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test was performed and passed. Internal visual inspection was performed and failed due to foreign object damage to speaker/fod. Speaker manual test was performed and failed. Speaker resistance test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error. No injury or medical intervention was reported.